Manufacturer narrative:
The sample's result was also indeterminate with the mikrogen recomline hcv assay. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The sample was returned for investigation. The investigation's result on an e801 module was 0.0472 coi. The customer¿s non-reactive result was reproduced. The innolia hcv result was indeterminate. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hcv ii immunoassay results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 0.0720 coi (non-reactive). The sample was repeated and the result was 0.0617 coi (non-reactive). The repeated result was obtained on another analyzer. The sample was repeated using another method (elfa method) and the result was 1.31 coi (positive). The sample was repeated using another method (inno-lia immunoblotting method) and the result was indeterminate.